Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), no anomalies found.

Event description:
It was reported that prior to distribution, the device had low battery voltage. The issue was detected prior to any patient involvement.